Event description:
It was reported that the patient was seen by a physician assistant (pa) and an anesthesia resident for a pump refill. The pump was interrogated and the refill was performed with no apparent complications. After the intrathecal medications were placed, the patient was observed per the clinic¿s routine. Over the course of several minutes, the patient identified a feeling of lightheadedness. The patient was instructed to return to his room and the situation was called to the managing physician¿s attention. Upon arrival to the room, the patient was cooperative and was able to answer questions in an appropriate manner, though the patient stated that he was ¿buzzed¿. It was stated that the symptom suggested that some of the medication had leaked outside of the pump and into the patient¿s systemic circulation, resulting in symptoms compatible with a drug overdose. At that point, the patient was monitored with an electrocardiogram, a pulse oximeter, and a blood pressure cuff. A 20 gauge intravenous line was placed in his left forearm and infusion of 250cc lactated ringer¿s solution was initiated. In addition, supplemental oxygen was provided via nasal cannula. The patient remained alert, oriented, and answered questions. At that time, his blood pressure was 150/102, his oxygen saturation was 96%, and his pulse was in the range of 60 beats per minutes. Anticipating that the patient¿s pain medication had not all been delivered in the intrathecal pump, the decision was made to aspirate the analgesic solution from the pump to quantify how much was in the pump reservoir and how much might have been injected outside the pump. The pump capacity was 40ml and the pump refill, if performed according to the original plan, should have filled the pump to capacity. However, when the entire contents of the pump were aspirated, the volume of solution totaled 22 ml. This suggested that 18ml of the analgesic solution was injected outside of the pump reservoir and was contributing to the patients symptoms. Emergency medical services (ems) were called to transfer the patient to the emergency room for observation and the appropriate care. When ems arrived, the patient was still answering questions, though he was experiencing symptoms of diplopia. There were no signs of hemodynamic instability or evidence of respiratory depression or an inability on the part of the patient to protect his airway. The patient was then placed on a cart and transferred to the hospital via ambulance. He remained hemodynamically stable upon his exit from the clinic. A report of the events was provided to the hospital physician including the likely overdose of morphine, clonidine, and baclofen. The patient spent a day in the intensive care unit and was intubated during that period of time to address symptoms of respiratory depression and a compromised ability to protect his airway. Over the next 24 hours, he metabolized the medication and was extubated without complication. The patient was reportedly inconvenienced, but had no physical consequences related to the pocket fill. The patient¿s intrathecal infusion had been reduced prior to his leaving the office on (B)(6). While in the hospital, the daily morphine infusion was titrated upward to 10mg per day. The patient left the hospital on the lower infusion rate of morphine and this has resulted in his requiring more oral medications to address his pain complaints. The patient came to the clinic to reprogram the pump and the infusion rate was increased by 20mg morphine/day.

Event description:
Additional information received reported ¿patient was resuscitated without incidence and reports no sequelae. Intrathecal treatment is ongoing and patient is not changed.¿

Manufacturer narrative:
Concomitant product: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type catheter. (B)(4).